Manufacturer narrative:
Philips service reset the pedal, resolving the issue, and suspected a firmware bug. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wi-fi connection was lost on the fluoroscopy pedal on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.